Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-8933v-16 low profile va locking screw would not lock into the plate. The case was completed using another ar-8933v-16 low profile va locking screw. This was discovered during an mtp fusion procedure on (B)(6) 2023. Additional information received on (B)(6) 2023: the screw was being used with an ar-8944cr-s low profile mtp plate.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the screw during insertion.